Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) stated that their previous two devices emitted a two tone alarm prior to shock delivery. The patient reported an incident the previous day of a 'bad ventricular tachycardia' and they started to black out. The patient noted feeling shaky afterward. They wanted to perform a patient initiated interrogation (pii); however they were unable to perform a transmission. Additionally, there was noise recorded on the right ventricular rate/sense channel, exhibited by this transvenous defibrillation lead. The noise had not been reproducible with isometrics, and programming options were questioned. Additional information was received indicating this implantable defibrillation lead continued to exhibited noise which resulted in pacing inhibition. An invasive procedure was performed and this lead was explanted. A new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services (ts) consultant states that the feature in question was available. They referred the patient to their physician to determine how their device was programmed and to discuss their episode they experienced. The patient noted they would follow up with their physician. Ts also discussed the observed noise and suggested troubleshooting and programming options. The local area sales representative was contacted for additional information, but was unable to provide additional detail. As of today, the available information suggests this device and lead remains in service without additional complication. If any additional information related to this incident becomes available, this event will be updated. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region. Analysis confirmed the clinical observation of noise.